Event description:
Report 2 of 2 it was reported while using bd vacutainer® sst¿ blood collection tubes, the rubber stopper was broken on two (2) tubes resulting in no negative pressure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. After review and analysis of the customer photos, defective stopper molding is seen in the third photo. A total of 30 retained samples were subjected to a visual inspection for defective stopper molding, and none of the samples failed. Additionally, another 30 retained samples were inspected for damages, with none failing. Furthermore, 10 retained samples were inspected for brittleness, with none failing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® sst¿ blood collection tubes, the rubber stopper was broken on two (2) tubes resulting in no negative pressure. No adverse impact was reported regarding the patient or user.